Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a cesarean birth on (B)(6) 2019 and suture was used. The needle pull off during use. Changed another one to complete surgery. There is no reported patient consequence. No additional information could be provided.